Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material on usable length of the catheter was observed. It was reported that there was a plastic film on one of the splines on the catheter. The physician requested a replacement of the catheter. When the catheter was replaced, the issue was resolved, and the case continued. The issue was noticed before insertion into the body. The bwi representative does not have an image of the foreign material. The material resembled a film. The plastic box was disposed of but they still have the original box and the catheter. The foreign material was the size of the spline and covered one entire spline. The device was not used on the patient. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 09-sep-2022. The device evaluation was completed on 28-sep-2022. It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter and a foreign material on usable length of the catheter was observed. It was reported that there was a plastic film on one of the splines on the catheter. The physician requested a replacement of the catheter. When the catheter was replaced, the issue was resolved, and the case continued. The issue was noticed before insertion into the body. The bwi representative does not have an image of the foreign material. The material resembled a film. The plastic box was disposed of but they still have the original box and the catheter. The foreign material was the size of the spline and covered one entire spline. The device was not used on the patient. No adverse patient consequence was reported. Device evaluation details: the pentaray nav high-density mapping eco catheter was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. During the visual analysis of the returned device, foreign material was not observed, this could have been lost during the decontamination process, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 30805487l number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).